Event description:
It was reported that following retraction of the recanalization catheter, approximately 1 cm of the catheter located proximal to the distal tip was kinked. Another catheter was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr 803. A manufacturing review was conducted. The lot met all release criteria. The device was returned. The investigation is confirmed for a kink. The root cause could not be determined based upon available information. It is unk whether pt and/or procedural factors contributed to the event.